Manufacturer narrative:
The driver passed all sections of functional testing. Additionally, an extended observation run was performed and the driver functioned as intended with no abnormal sounds. During investigation testing, the customer-reported issue was not reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5255 follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited an unusual noise while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.